Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the cgm reading was between 4.0 and 5.0 mmol/l, and the patient started to feel unwell. No fingerstick reading was taken, and no treatment was reported. On the morning of (B)(6) 2026 the patient felt very unwell, and experienced extreme thirst, nausea, tiredness, and blurred vision. The patient called an ambulance at 07:00 am and was taken to the hospital. When a fingerstick was taken the cgm reading was 4.5 mmol/l, and the blood glucose reading was 26.0 mmol/l. The patient was treated with insulin and intravenous fluids. The patient was discharged the day after at 03:00 pm. There was no documentation of further medical evaluation or intervention. At the time of the report, which was 2 days after going to the hospital, the patient was still a bit dizzy, but it was understood they had recovered from the hyperglycemic event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2 type of follow up: correction/additional information. H6: health effect - impact code - additional information. H6: health effect - clinical code - correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the cgm reading was between 4.0 and 5.0 mmol/l, and the patient started to feel unwell. On that day the patient also received a notification that there was temporarily no input from the dexcom sensor. No fingerstick reading was taken. During the night of (B)(6) 2026, the patient drank 4 liters of water and administered a bolus of 20 eh (time unknown). Per email it was stated that when the cgm readings came back after the temporary sensor error, the cgm reading was around 80 mg/dl (4.4 mmol/l), and that low alerts would have sounded when the cgm reading went under 55 mg/dl (3.1 mmol/l). On the morning of (B)(6) 2026 the patient felt very unwell, and experienced extreme thirst, nausea, tiredness, and blurred vision. The patient called an ambulance at 07:00 am and was taken to the hospital. When a fingerstick was taken the cgm reading was 4.5 mmol/l, and the blood glucose reading was 25.5 and 26.0 mmol/l. When ketones were tested these were 9.0 mmol/l. The patient would have experienced diabetic ketoacidosis. The patient was admitted into the ICU, and was treated with insulin (6 eh per hour), and intravenous fluids. At around 11:00 am, the blood glucose reading had dropped to 20.0 mmol/l. The patient was discharged the day after at 03:00 pm. There was no documentation of further medical evaluation or intervention. At the time of the report, which was 2 days after going to the hospital, the patient was still a bit dizzy, but it was understood they had recovered from the hyperglycemic event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid at the hospital. No additional patient or event information is available.